Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance measurements which were eventually out of range. The lead was tested which did not elicit any noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual increase in impedance measurements which were eventually out of range. The lead was tested which did not elicit any noise. Technical services (ts) discussed further troubleshooting options. No adverse patient effects were reported. The lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the lead was tested again with isometrics and pocket manipulation which did not produce any noise. A chest x ray was performed which showed the lead had not moved. Technical services discussed programming options. The patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.